Event description:
It was reported that the patient presented for initial implantation. During the procedure, it was discovered that the atrial lead failed to sense. The lead was not used, and a new lead was implanted. No patient consequences.

Manufacturer narrative:
The reported event of no sensing was not confirmed. A complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray of the lead found no anomalies

Event description:
New information noted that the right atrial lead was unable to be implanted due to patient related.